Event description:
Pump was exposed to MRI, leading to a malfunction with code malf 24 and fault ID 0x2219, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump, and the customer was advised on steps for handling the replacement including storage mode instructions and returning the problematic pump. The customer, who did not have a backup therapy, was instructed to contact their healthcare provider and acknowledged all guidance provided by cts.